Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extremely rapid pacing above the upper rate limit:what is the mechanism? Pacing and clinical electrophysiology. 2020. 43:1575¿1578. Doi: 10.1111/pace.14109. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding rapid pacing above the upper rate limit. The article reports a patient who experienced high ventricular rate episodes during exercise. During the ventricular high rates there was a sudden on set of rapid atrial pacing. The device driven tachyarrhythmia was resolved with reprogramming. The status/disposition of the implantable pulse generator (ipg) appears to be still in use. No further patient complications have been reported as a result of this event.